Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was impacted one time and was reported to be approximately 400 mg/dl. The customer had changed the supplies on the pump and delivered a correction bolus to address the high bg level. The customer indicated that the infusion set was the source of the occlusion; however, the customer could not provide any further information about the events. As the occlusion alarms had occurred in the past, tandem technical support was unable to confirm if the infusion set was the cause of the past occlusions.